Event description:
It was reported that this right ventricular (rv) lead was explanted due to a fracture. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a fracture. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 19cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage.